Manufacturer narrative:
This case, with patient identifier (B)(6) (system 2), is related to case with patient identifier (B)(6) (system 1). The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: 600 mg/dl (system 1), 600 mg/dl (system 1), 187 mg/dl (system 2) and 189 mg/dl (system 2). The patient stated that she did not experience any symptoms when she obtained two results of 600 mg/dl and therefore, decided to perform tests with another unknown roche meter (system 2).